Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The patient reported they felt shortness of breath (sob) and felt nauseated. Technical services (ts) advised for the patient to be followed by their cardiologist. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). The patient reported they felt shortness of breath (sob) and felt nauseated. Technical services (ts) advised for the patient to be followed by their cardiologist. No additional adverse patient effects were reported. This device was subsequently explanted due to therapy upgrade requirements and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.